Event description:
No additional information received from customer.

Manufacturer narrative:
Additional information: d4, h4. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the single use injector when deployed would not allow any medication to go through the probe. The issue occurred before sedation during a therapeutic trans nasal steroid injection procedure. The intended procedure was completed using a similar device with less than a 30-minute delay. There were no reports of patient injury or harm.